Event description:
A malfunction alarm, identified as "malf 6," was reported, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided instructions and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.